Manufacturer narrative:
Correction, upon further review it was noticed that section d4: device catalog number was inadvertently reported incorrect. The correct values are as follows: section d4, device catalog number: 10310012. Primary unique device identification (UDI) number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent cataract surgery on the right eye (od). The surgery was completed without complications. During the 1-day postoperative visit on (B)(6) 2023, the patient presented with elevated intraocular pressure of 32 mmhg, representing an increase of 11 mmhg from baseline, as well as corneal edema. The elevated intraocular pressure was attributed to the use of healon viscoelastic. A secondary surgical intervention was performed to drain aqueous humor through a secondary incision under aseptic conditions with povidone iodine. No serious adverse events were reported. By the 6-month postoperative visit on (B)(6) 2023, the patient¿s intraocular pressure had decreased to 15 mmhg, which was 6 mmhg below baseline. No treatment was administered for the corneal edema, which resolved within the expected healing period of 15 days. No further information was provided.